Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert while attempting to charge the pump, and was unable to charge the pump. Customer's blood glucose level was 94 mg/dl. Customer had manual injections as alternate insulin therapy.